Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. An attempt has been made to obtain the missing information; however, the information was not available. The lens was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, during the initial implantation procedure, an intraocular lens (iol) was removed and replaced from the patient's right eye due to a missing haptic. The doctor successfully completed the surgery with a back-up iol (model za9003, serial number (B)(4)). No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: jan. 8, 2022. Section h3: device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal. Further observation revealed a detached haptic with a damaged portion of the haptic. Based on the return condition of the lens, no further evaluation could be performed on the lens. The complaint issue could be confirmed; however, this may be attributed to handling during removal, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed one complaint in this production order number. The complaint issue reported is not related to event in this file; therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.